Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer declined troubleshooting for the high blood glucose. The customer also reported that, the sensor had lost sensor alarm. Customer stated that, the insulin pump was not communicating with the transmitter. Customer could not able to troubleshoot the transmitter. The device will not be returned for analysis.